Event description:
Medical affairs spoke to the pt and obtained the following information: the pt mentioned that for the past 3 weeks,the meter would not power on. Prior to the meter not powering on pt receiveda high reading of 400mg/dl and had symptoms of high;however, felt that their reading should not to be high. Pt took insulin accordingly. Due to the meter not powering on, the pt took insulin;however, did not take as much as pt was suppose to, due to the fact that pt is on a sliding scale. Approx 1.5 weeks ago,the pt experienced symptoms of feeling tired,sleepy and thirsty. The neighbor tested their blood glucose and the reading was 550 mg/dl. The pt did not test their blood sugar,since pt knew their meter was not working. Pt had stopped using the meter for 3 weeks. The pt then was taken to the hosp and the reading was 550 mg/dl on the physician meter. The pt was treated with IV with insulin. Pt was released the same day. The test strips were in good condition and not expired. Meter matched the code number on the test strips. The pt was using the correct test strips and the battery was replaced less than a year ago. The pt did not have control solution to check the test strips. The technique of applying blood on the test strip was correct. Since the meter would not power on, this case is being reported as a malfunction, because the power issue was not resolved. The pt suffered a serious injury; however, no evidence that the meter contributed to the injury, since the pt did not try to test on their meter at time of the event and the pt experienced symptoms prior to the event.